Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patients. The same samples were repeated and lower results were obtained. The following data was provided: patient 1: (B)(6) 2023 sid (B)(6) initial result = 1097.7 pg/ml repeat results = 3.3 pg/ml, 2.9 pg/ml. Patient 2: (B)(6) 2023 sid (B)(6) initial result = 557.2 pg/ml (B)(6) 2023 repeat results = 1.1 pg/ml, 1.89 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25-27, that has a similar product distributed in the us, list number 02r98. The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 55281ud00 and the complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 55281ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Per the package insert, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 55281ud00 was identified.